Manufacturer narrative:
Upon disassembly for visual inspection the driveshaft bearing was damaged.

Event description:
It was reported that the core impaction drill heated up. Further attempts to contact the customer for additional information were unsuccessful. However, there was no patient involvement or adverse consequences reported with this event. If further information is provided, then a follow-up will be filed.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
It was reported that the core impaction drill heated up. Further attempts to contact the customer for additional information were unsuccessful. However, there was no patient involvement or adverse consequences reported with this event. If further information is provided, then a follow-up will be filed.